Manufacturer narrative:
This report is made based on the results of investigation completed on (B)(6) 2011. (B)(4). During evaluation the force sensor assembly was found to be damaged and there was contamination on the force sensor. The history indicated that loss of prime alarms were emitted and associated with non-zero low forces. The pump correctly detected this issue and emitted loss of prime alarms to alert the user. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed partially a damaged force sensor assembly. This report is being made based on the evaluation results.